Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly there was resistance while advancing the knot; therefore, knot advancement was abandoned. The knot remained in the patient and manual arterial compression was used to achieve hemostasis. After holding manual compression, a small (less than 6cm) hematoma was noted, which was treated with continued manual compression. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.